Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus and was not opening. The customer reported that they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) confirmed that main 3.1 was not detected on the bus. The fse dialed into the medstation and logged into the hardware test application. Firmware was updated, and the system was rebooted. Upon bootup, all drawers were detected on the bus. The customer inventoried drawer 3.1. The system functioned as intended after the field service engineer repaired the device.